Manufacturer narrative:
Date of event: unknown. (B)(6). Investigation summary: a photo and a sample were received for evaluation. The sample had grease on the plunger rod of the syringe. Grease likely came from the molding press. While there is part containment in place to control where the parts go after being ejected off the mold, static electricity build up and it is possible to cause parts to come off the mold in an unpredictable way and land are part of the press that has grease on it. It is possible that through the natural vibration of the mold press, that a plunger rod fell off the press and onto the conveyor below. No corrective actions at this time as the defect rate is within the allowed quality limits per bd¿s specifications. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: this is the second complaint for the lot# 8086655 for the same defect or symptom. No related defects or qns were recorded in the DHR. Root cause description: grease likely came from the molding press. While there is part containment in place to control where the parts go after being ejected off the mold, static electricity build up and it is possible to cause parts to come off the mold in an unpredictable way and land are part of the press that has grease on it. It is possible that through the natural vibration of the mold press, that a plunger rod fell off the press and onto the conveyor below. Rationale: n/a, defect rate within allowed quality limits.

Event description:
It was reported that black foreign matter was found on the plunger and barrel of the bd¿ syringe with bd luer-lok¿ tip. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacturer: yes.

Event description:
It was reported that black foreign matter was found on the plunger and barrel of the bd¿ syringe with bd luer-lok¿ tip. There was no report of exposure, injury, or medical intervention.